Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a drop in impedance to low values over time. There was no capture in any of the configurations. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.